Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: pop, urinary retention, incarcerated recurrent incisional ventral hernia. Concurrent procedures: rectocele repair, hernia repair, cul-de-sac operation, posterior colporrhaphy, sacrospinous colpopexy. It was reported that the pt underwent mesh removal on (B)(6) 2012. Additional mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.